Manufacturer narrative:
Device was used for treatment, not diagnosis. Catalog number, lot number, other number¿UDI. Device is an instrument and is not implanted/explanted. Date subject device was received by synthes manufacturer. Reporting facility street address. Phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: article 388.750 was returned for investigation. Upon incoming inspection, it was noted that the thread of handle has broken off. The fracture surface appeared to be homogeneous, which indicates material conformity. All other concomitant parts were visually inspected and found to be in good condition. The device¿s measurements were taken and found to be in agreement with the reviewed drawing. It is likely that too much force was applied to this handle, creating an overload situation that led to this breakage. It is important to operate according to the surgical guide and replace damaged instruments prior to surgery. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. This report is for unknown uss rod cutter/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: during the surgery, the rod cutter was broken at the connecting part when the surgeon was cutting the cobalt-chrome rod (5.5mm). No further information is available. No surgical delay was reported and no adverse consequences were reported. This complaint involves 1 part. Concomitant reported parts: 1x cobalt-chrome rod (part and lot number unknown) this report is 1 of 1 for (B)(4).